Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon was inserting a 13.2mm vicmo13.2 implantable collamer lens, -17.50 diopter, in the patients left eye (os), and the lens became stuck in the cartridge/injector system. There was patient contact, the lens was partially in the eye but no injury. Another same model/length lens was implanted and the problem was resolved. The cause was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned in a micro-centrifuge vial, with moisture on lens. Visual inspection found a haptic torn. Claim # (B)(4).

Manufacturer narrative:
D6a: implanted date corrected to "na." D6b: explanted date corrected to "na." Claim#: (B)(4).